Event description:
It was reported that the patient was in the ER (emergency room) with presyncope. The device was tested and the behavior was as expected. However, it was noticed on a stored strip that the device had an episode in the previous month of showing fast ventricular sensing with noise reversion pacing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.